Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the preparation, the air was not cleared out when flushing was performed, and lost image occurred during pullback. Another of the same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.